Event description:
Facility's biomedical engineer received the device with a work order stating that the pump shocked a patient. No patient injury was reported and no incident report was filed based upon this situation. The biomed dept was unable to determine where the situation occurred. Details were not available regarding patient information or a clinical contact.